Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced wearable failure. The son reportedly found the patient semi-conscious in bed. He checked her mobile display device. There was no cmg reading and it showed the sensor had failed, but reportedly never alerted. It was not specified whether the device failed to alert to the wearable failure malfunction or failed to alert to the hypoglycemia because of the absence of egvs since the wearable had failed. Please see related complaint. Of note, the patient uses omnipod 5 pump. The sun provided sugar and called ems. The patient hypoglycemic and treated with oral gel. After 4-5 hours, her hypoglycemia reportedly reversed. The patient declined transportation to the ed. At the time of the report, the patient was recovering. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.